Event description:
The user facility reported a 52-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support when the automated impella controller (aic) had an alarm stating the purge disc not detected. The staff tried to remove and reinsert the purge cassette multiple times, but they were unable to clear the alarm. Staff switched to a backup console and the alarm resolved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. Added-device return date d4-updated model number, UDI #.